Event description:
The customer called with a complaint that their meter is "acting up" in that it is not showing all of the numbers. During the troubleshooting process it was determined that all of the segments were missing in the 100's display and some segments were randomly missing in the 10's display. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.